Event description:
It was reported that a patient sustained a burn to the ankle following treatment with the lumenis lightsheer duet laser. No medical intervention was reported to preclude permanent impairment.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were appropriate based on common medical practice. The healthcare professional concluded poor treatment technique to be the root cause of the event reported. Furthermore, the expert concluded the burn would likely result in a scar.